Manufacturer narrative:
Date of event: date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient's current battery has gone into overdischarge and has been subsequently been jump started. Patient's reason for calling is to know about longevity, and if his battery needs to be replaced. No symptoms were reported. No further complications were reported or anticipated with this event.